Event description:
It was reported that the customer had a blood glucose level of 522 mg/dl. The customer stated she was in the hospital for a heart issue and did not use her insulin pump for a week. When she replaced the insulin pump's battery, she received a failed battery test standard troubleshooting was performed. The customer changed the battery and did not received a filed battery test. The customer was sent to a replacement battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.